Event description:
It was reported that the patient was implanted with artificial urinary sphincter (aus) in (B)(6) 2018 and the device was activated weeks later. Upon activation, the patient went home very satisfied with the outcome and it was noted that he was dry. The following day, the patient noticed recurring incontinence and this was 6 weeks after the implantation. An exploration checkup revealed that there was a fluid leak where the pressure-regulating balloon (prb) met the hub of the device. The prb was removed and replaced with a new one of the same size. A cystoscopy was performed and sphincter showed coaptation. The patient was sent home the same day with an activated device. Patient outcome post-procedure was reported to be stable.

Event description:
It was reported that the patient was implanted with artificial urinary sphincter (aus) in (B)(6) 2018 and the device was activated weeks later. Upon activation, the patient went home very satisfied with the outcome and it was noted that he was dry. The following day, the patient noticed recurring incontinence and this was 6 weeks after the implantation. An exploration checkup revealed that there was a fluid leak where the pressure-regulating balloon (prb) met the hub of the device. The prb was removed and replaced with a new one of the same size. A cystoscopy was performed and sphincter showed coaptation. The patient was sent home the same day with an activated device. Patient outcome post-procedure was reported to be stable.

Manufacturer narrative:
Fluid loss was reported. The ams800 pressure regulating balloon was visually inspected. There was a leak in the sphere at the sphere-adapter junction that was the result of fatigue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container 22424293-013 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. There is no evidence the device was used contrary to product labeling per the IFU (B)(4). The IFU lists recurrent incontinence as a potential adverse event. Risk review, and ship history not required per cis product investigation wi, (B)(4). An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)). If further information is received at a later date, the product investigation will be reopened to address the additional information.